Event description:
"An esu dispersive electrode was placed on the patient's left anterior thigh. The esu red light came on so the dispersive electrode was changed. Again the esu red light came on. Another dispersive electrode was used and it worked. There are new electrodes that have just been introduced. The co is considering an internal recall.